Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reports the ins quit working and charging since (B)(6) 2020, the recharger shows the ins is charging, but when he stopped charging and used the patient programmer (pp) the pp shows the ins is dead. The patient stated he gets poor communication messages on the pp since (B)(6) 2020. The patient was asked to sync while on the call and use the pp and recharger. The pp showed poor communication screen and the recharger showed reposition the reposition antenna screen.